Event description:
It was reported that this lead exhibited high pacing threshold, and the impedance went from 100 ohms to 500 ohms. In addition, perforation was also noted. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.